Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device was used for set up of a lung bronchus procedure for a pneumonectomy. The device could be fired properly, but after removal the physician recognized there was no clip seam row. The pin was first released and fired with the intended lever. Then release of the handle and device was brought in the pre clamp position. Then surgeon fired with the second use of the lever to set the clips. He cut the bronchus of the lung on the right side of the resect. Resect slipped out of the jaws and surgeon noticed that no clips were set. Outside of the situs, the device could be fired properly. It was over sewed with a new device to address the product problem. The last known patient status is well. The operating time was extended by fifteen minutes. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account and three devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge in the opened instrument noted that the sulu was fully fired. A pmv reload was inserted into the instrument and applied to test media. The staple line was properly formed. The visual inspection of the sealed instruments noted they were received with a 4.8 mm single use loading units (sulus) which contained full complements of staples. The instruments were applied to test media with acceptable staple formation. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Although the reported condition was not confirmed, the reported condition may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.